Event description:
It was reported with the use of the k2 edta (k2e) 3.6 mg plastic collection tube there was an issue with multiple defects. It was stated ¿the product was received with broken wrap, broken tray, tube or cap defect, droplets in tube.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Corrections were made to the MDR. The following field(s) have been updated: describe event or problem: it was reported with the use of the k2 edta (k2e) 3.6 mg plastic collection tube there was an issue with multiple defects. It was stated ¿the product was received with broken wrap, broken tray, tube or cap defect, droplets in tube.¿ there was no report of injury or further medical intervention. Medical device brand name: k2 edta (k2e) 3.6 mg plastic collection tube. Report source: distributor. PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#.

Manufacturer narrative:
Batch 6006750 does not exist for material 364676. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® venous blood collection tube edta there was an issue with multiple defects. It was stated ¿the product was received with broken wrap, broken tray, tube or cap defect, droplets in tube.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage, open package and foreign matter with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage, open package, and foreign matter with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® venous blood collection tube edta there was an issue with multiple defects. It was stated ¿the product was received with broken wrap, broken tray, tube or cap defect, droplets in tube.¿ there was no report of injury or further medical intervention.